Event description:
It was reported the atrial lead had undersensing and there were high thresholds on the ventricular lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 4968-35 implanted: 2012 (B)(6); (B)(4) implantable pulse generator (ipg) implanted 2012 (B)(6).